Event description:
Per the clinic, on (B)(6) 2022, the patient experienced soft-tissue overgrowth, cellulitis and infection at the implant site. The patient was treated with oral antibiotics and topical steroids (duration not reported). On (B)(6) 2023, the improvement at the implant site was observed, with resolution of soft-tissue overgrowth and cellulitis. On (B)(6) 2023, it was reported that the patient was not using the sound processor consistently. On (B)(6) 2025, the soft-tissue overgrowth has been noted again due to the non-use of the sound processor. Subsequently, the abutment screw was removed under local anesthesia and the patient was treated with topical steroids for 60 days. The internal fixture remains implanted.